Event description:
Customer received low ise results during one afternoon. Customer originally had six patient samples she repeated because of low sodium results, she provided the following patient examples. Patient 1, run using cobas cup, initial sodium 124, repeat 132 mmol per l. Patient 2, initial sodium 126, repeat 140 mmol per l. Patient 3, initial sodium 127, repeat 140 mmol per l. None of these patient results were reported. Customer proceeded to repeat ises for remainder of samples run during that afternoon. Additional patient results were provided including the following nine patient examples. Patient 4, initial sodium result 123, repeat 141 meq per l; initial potassium result 3.4, repeat 4.8 meq per l. Patient 5, initial sodium 129, repeat in 2009 gave 140 meq per l. Patient 6, initial sodium 131, repeat the same day gave 140 meq per l. Patient 7, initial sodium 130, repeat the same day gave 136 meq per l. Patient 8, initial sodium 128, repeat same day, gave 139 meq per l. Patient 9, initial sodium 130, repeat the same day, gave 140 meq per l. Patient 10, initial sodium 133, repeat the same day, gave 140 meq per l. Patient 11, initial potassium 3.7, repeat the same day, gave 4.3 meq per l. Patient 12, initial sodium 126, repeat same day gave 133 meq per l. Only initial results for patient 4 were reported and a corrected report was sent for this patient two days later. Customer stated she does not think the patient was treated based on the low results. No adverse events were reported.

Manufacturer narrative:
The field service rep was unable to duplicate the issue. He performed precision with all results in range. He cleaned salt bridges, recalibrated ises. Ran quality control and performed another precision run without errors.